Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-33, lot# va045as, implanted: 2012 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician (B)(6).

Event description:
The consumer reported that there was a poor communication screen on the patient programmer. The patient was not recently implanted. The antenna was being used. The patient talked to the manufacturer representative (rep) first and had him try using the patient programmer with and without the antenna. The patient programmer would not connect and there was no telemetry. The rep instructed the patient to go to the health care professional (hcp) office to check the device. The patient was then instructed to call the manufacturer and have the programmer replaced. Four days later, the patient programmer was still not connecting to his implant as he was still getting '?'. The patient noted he was using heavy duty batteries. The last time the patient felt stim was about a week and a half ago. There was a return of symptoms that corresponded with the lack of stimulation sensation. The patient noted he had not seen any low battery info on his patient programmer but he does not check the implantable neurostimulator (ins) regularly. The patient could not see his hcp for three weeks. The patient noted that using regular alkaline batteries did not remedy the situation. It was reviewed that the ins was likely in end-of-service (eos). The rep told the patient that the ins should last 10 years. The highest the patient had the ins at was 5.5 volts. After follow-up with the patient, it was reported that nothing was done to resolve the return of symptoms and lack of stimulation. The rep on the phone had the patient had them change to different batteries that did not make any difference. They were told the device was dead and out of life. The indication-for-use (IFU) was urinary gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. If additional information is received, the event will be updated.